Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was underneath the lifevest in the front. The irritation was described as swelling and chaffing. The patient is diabetic and has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient sees a wound specialist regularly for an incision from previous open-heart surgery. The would specialist suggested the patient wear a bra to allow incision to heal sooner. Follow up indicated the irritation improved.